Event description:
Healthcare professional reported intracapsular rupture and "slight liquid collection between the implant layers" diagnosed via mammography and ultrasound. This record is for the left side. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). ¿ seroma: unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported intracapsular rupture and "slight liquid collection between the implan layers". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported intracapsular rupture and "slight liquid collection between the implant layers". This record is for the left side. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported intracapsular rupture and "slight liquid collection between the implant layers". This record is for the left side. Device has been explanted and replaced with another manufacturers device.